Event description:
It was reported that pump insulin gauge displayed an amount different than expected, with current fill estimate showing a positive value much higher than caller¿s believed remaining insulin. There was no reported impact to the customer¿s blood glucose level. Caller confirmed proper cartridge filling steps, reloaded same cartridge with technical support guidance, and then chose to load new cartridge independently; caller declined additional test bolus and agreed to monitor pump and follow up with technical support if needed.